Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet attachment appears to be related to the patient morphology/pathology. The device damaged by another (damaged) was likely due to the second clip possibly coming in contact with the first (implanted) clip during the procedure; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other mitraclip delivery system ((B)(4) ) is filed under a separate manufacturer report number.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and the tissue damage. It was reported the first mitraclip ((B)(4)) detached from the posterior medial mitral valve leaflet during positioning of the second mitraclip ((B)(4)) in the patient with thin mitral valve leaflets and a restricted posterior medial leaflet. Contact between the two clips cannot be ruled out; however, the physician feels the mitral valve anatomy contributed to the single leaflet attachment of the first clip. Additionally, when the clip detached from the posterior leaflet, tissue may have remained inside the clip. Mitral regurgitation remained grade 4 after implantation of the second mitraclip. Post procedure, the patient went for surgical mitral valve replacement, which included explanting the clips. The patient expired three days later from post-operative consequences. No additional information was provided.